Event description:
Interventional wire introduced via a balloon in the left main/circ. Wire fractured and splinted off into fragments leaving two pieces intra coronary. On exam the balloon was defective. There was a hole before the end hole.